Manufacturer narrative:
(B)(4). Customer has indicated product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item #: 11-103203, item name: taperloc stem, lot #: 309130, item #: 157444, item name: m2a magnum head, lot #: 309130, item #: 139256, item name: m2a taper adaptor, lot #: 520360. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02421.

Event description:
It was reported patient was revised approximately eight years post-implantation due to adverse metal reaction and aseptic loosening. During the revision, significant metallosis, necrotic metal-stained bone and tissue, large cavitary defects, and moderate acetabular bone loss were noted. Attempts have been made and no further information is available.

Manufacturer narrative:
Reported event was confirmed by review of the provided revision op notes which identified that the patient was revised due to adverse metal reaction and cup loosening. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately eight years post-implantation due to adverse metal reaction and aseptic acetabular cup loosening. During the revision, significant metallosis, necrotic metal-stained bone and tissue, large cavitary defects, incomplete fracture of the trochanter, and moderate acetabular bone loss were noted. Attempts have been made and no further information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.